Event description:
It was reported that during a ptca treatment procedure, balloon removal difficulties were encountered. The nc monorail 9/5.0 mm balloon became stuck in the patient's body requiring surgical intervention. Patient status is reported as `good'.

Event description:
It was further reported that the removal difficulaty was a procedure-based issue, not device performance issue. The pt did not require surgery for removal of the device. The procedure being performed was a renal pta treatment procedure. The lesion being treated was a non-calcific, non-tortuous, 60 % stenitc lesion in the left renal. The physician used a 6f introducer sheath for vessel access. The nc monorail ballloon was being used to postdilate a guidant renal stent. The balloon had been infalted once to 12-13 atms. On wethdrawal of the balloon the physician encountered resistance and removed the device force . The pt was asymptomatic during this event. This egment was successfully retrieved with a sanre. The procedure was successfully retrieved with a snare. The procedure was successfully completed with this device. The pt's condition currently is rpeorted as "fine'.